Event description:
It was reported that the lead was unable to be implanted due to the patient's torturous anatomy and that the lead was possibly pinched in the introducer near the insertion site. This possibly compromised the extension and retraction of the lead helix. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a full lead was returned and analysis revealed that the helix was disengaged from helical channel. The defibrillator conductor was distorted. There was blood in/on the helix/lobe mechanism and the mechanism (sleeve head).